Event description:
It was reported this valve was explanted due to aortic root endocarditis, which caused aortic incompetence. The valve was replaced with an aortic homograft and the patient is doing well so far. The patient was reported to have had endocarditis at the time of implantation with an unknown microorganism. The surgeon stated that it was an aggressive endocarditis.